Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) according to reference results complaint is 2162019 has been evaluated. The batch 6008157 in question was manufactured at the reynosa site. The information in this complaint(B)(4) has been evaluated for the malfunction code tubing connector detached from infusion set (cannula part/base piece). The batch 6008157 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6008157 were previously tested in complaint 2138511 on 14/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the base connector test according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6008157 was manufactured according to the wi version 115 in the line 6, on 21/jul/2024, with a total of 29,400 units. Gluing of tubing. The lot 4g00583 was manufactured according to the wi version 11 in the gluing of tubing machine igtl01, on 18/jul/2024, with a total of 30,135 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot 6008157 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for twelve hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.